Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain lower ("sever cramping"), feeling abnormal ("brain fog"), migraine ("migraines"), amnesia ("memory loss"), weight increased ("weight gain"), alopecia ("hair loss"), loss of libido ("loss of libido"), abdominal distension ("bloating"), dental caries ("tooth decay") and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (underwent a hysterectomy in (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, abdominal pain lower, feeling abnormal, migraine, amnesia, weight increased, alopecia, loss of libido, abdominal distension, dental caries and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, dental caries, dyspareunia, feeling abnormal, loss of libido, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.